Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Currently, the maximum aneurysm measures 86mm in diameter. It was reported that a proximal type I endoleak was observed. The physician stated the cause of the endoleak was due to a short and angulated aortic neck. The physician used aptus anchors however, this did not resolve the endoleak. No additional clinical sequelae were reported and the patient is being monitored.